Event description:
The ge oec 9600 fluoroscopy system was reported to have uncommanded reboots during procedures, intermittently.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. It was noted that the voltage on the 5 volt power supply was below the threshold and was adjusted up to be within the specification which would cause the issue noted. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.